Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on available information no product malfunction occurred. This complaint has been evaluated as a complaint investigation type 1 case. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
A nurse reporting that a patient developed a pressure ulcer after nine days use of the device. The patient is ventilator dependent, non-verbal, awake but not alert, and non-responsive. She was admitted with elevated white blood count and pneumonia. The bed bound patient has a specialty bed and is repositioned every 2 hours for an existing stage iii sacral pressure ulcer. The patient "received tube feedings" and her "albumin and pre-albumin levels were consistently low during this admission." The device was placed on (B)(6) 2016 to manage loose stools. Retention balloon was inflated with forty-five(45) ml fluid at insertion. Device was discontinued and removed on (B)(6) 2016 when stools became more formed. Forty (40) ml of fluid was removed from the retention balloon. At removal, a superficial perineal ulcer external inferior rectal wall (1cm(l)x1cm(w)x0.2cm(d) was noted. It is unknown if moisture barrier cream was applied during device use. Patient did not receive any diagnostic treatment for the ulceration and topical barrier creams calmoseptine topical and criticaid were prescribed. The ulcer is "improving well" and the patient remains in stable condition for treatment of her respiratory disease.